Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link & (B)(4) co. Kg at the time, when the item was produced.the breakage of the t-piece at the extension buffer can be confirmed. A damage pattern as in the present case is known from cases of damage after functional overload of the components. Further information was not provided.according to the quality documentation review and investigation results a product failure is not assumed.the report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA(B)(4).

Event description:
Translation: breakage of coupling mechanism.